Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis didn¿t find any anomalies.

Event description:
It was noted that the patient presented for scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high defibrillation impedance. The rv lead was not implanted and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.